Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio flex meter displayed the battery indicator warning. This complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue first occurred on an unspecified date ¿2 weeks¿ prior to the alert date of (B)(6) 2018. The patient manages their diabetes with x2 metformin and x1 victoza (dosages unspecified) per day and did not state whether or not they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that 1 week after the alleged product issue occurred they developed the symptoms of ¿lightheaded and rapid heartbeat¿. In response to these symptoms the patient stated that they lay down. No medical treatment was sought as a result of these symptoms. At the time of troubleshooting the cca noted that the battery did not need to be changed on the meter and there was no misuse of the device. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue started. The alleged meter issue could not be ruled out as a cause or contributor to the event.